Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer using the ipg due to lack of efficacy. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg was not returned.